Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic assembly. The device was unable to undergo the idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, and displacement test due to the blank display. The device was also received with a scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump was exposed to fluid; he wore the device when he jumped into the water to save his daughter. The customer's blood glucose at the time of incident was 148 mg/dl. The customer reported moisture under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.